Event description:
The flex main body was unable to be placed due to patient's anatomy. The diameter of the external iliac was within pt selection criteria. Insertion of the device stopped at the level of aic. The physician was unable to push the device above the aic. The physician then removed the device and the pt was then converted to open surgical repair. Pt outcome is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted but a cd with images was received to assist in this investigation, but could not be confirmed. An internal clinical review indicated that the event was due to user error. However, the appropriate individuals have been notified, and we will continue to monitor for similar events.